Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in the intrinsic morphology. Also, the shock impedance has risen to 199 ohms. The doctor has admitted the patient and will decide what to do. There were no additional adverse patient effects. The system remains implanted.